Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer had been hospitalized for a low blood glucose (bg) level (25-45 mg/dl). The customer declined to provide further information regarding the event.